Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retaillers have been informed through the adc fa02mar2007 letter.

Event description:
Customer reported the button cover of their precision xtra blood glucose meter had become detached, and the customer stopped usage of the meter after this had occurred. Customer then reported feeling as if their blood glucose was high, feeling light headed, chest pains, shortness of breath, and pain in her arm. Customer was taken to a local emergency room and was admitted to the hosp for one day. Nitroglycerin and insulin were administered in order to stabilize the customer. It is to be noted that the customer reported that her dr felt that her blood glucose was low, and the customer also reported misplacing the meter since usage of the meter was stopped. It is unknown when the reported event occurred in relation to when the customer stopped usage of the meter. It is also unknown whether the customer was using a different glucose meter at the time of the event. An investigation into the details of this event is in process.